Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results - bd received samples from the customer facility for investigation. The samples were not evaluated as the contaminated sample could not be mailed. Photos were taken of the sample were evaluated. A hole was seen in the tubing. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the tubing of a bd vacutainer® winged safety push button blood collection set was broken. This resulted in a leak of blood. No injury or medical intervention reported.